Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with mild incontinence and reported that the device never worked. The physician had difficulty deactivating the device and suspected that the tubing was kinked. The aus was explanted. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual inspection of the pump kink resistant tubing (krt) found slight wear, but the remainder of the components showed no visual abnormalities. Leak testing was performed and there were no identified leaks. The pump passed the functional testing performed. Review of the instructions for use did confirm that urinary incontinence is a known adverse event with this device. Based on the information available, the reported device observations could not be confirmed, and a conclusion of known inherent risk of device was chosen.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with mild incontinence and reported that the device never worked. The physician had difficulty deactivating the device and suspected that the tubing was kinked. The aus was explanted. There were no additional patient complications reported.